Manufacturer narrative:
The actual device was received and evaluated. This device was returned without a reported condition. Reliability engineering evaluated the device. A functional assessment revealed that the bearings were worn which resulted in the inability to insert the cutter. Evidence indicated this was due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that an attachment device had an unknown malfunction. According to the report, the device needed an unspecified repair. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays to a surgical procedure or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.